Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system failed. The philips engineer suggested service, and the customer stated that they played with cn1 in long emc, and the problem happened. The customer disconnected and connected the riba plug, restarted the system, and played again with the plug. Since the customer resolved the issue, the quotation has been cancelled, and no service has been provided from philips. To date, no further information has been received. These codes were updated based on investigation outcome.

Event description:
It has been reported to philips that the azurion 7 m12 system tabletop started to float and the system c-arm stuck during an emergency catherization procedure. The system then indicated an error with the shutters on the device. The staff initiated the stop button and then attempted a warm restart on the system. The customer expected the system restart to take 45 seconds to complete, but the system took approximately 90-100 seconds to complete. An additional restart was attempted and the table remained floating and that the c-arm was still stuck. A cold start was performed and the system was returned to functionality. The procedure was completed by manually manipulating the table. Upon examination of the complaint device, the longitudinal drive, slave ID 04, cn1 plae with rj45 fitting was not fully connected and locked. This is suspected to have been related to the system failure and is suspected to have not been connected from the factory, although this could not be confirmed. Philips has started an investigation of the complaint.